Event description:
The manufacturer received information alleging a ds2adv auto CPAP touch screen not working, machine shuts off randomly and sometimes it will not shut off at all. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the customers complaint was confirmed. Error codes were recorded in the device event log. In addition, a burnt component was observed and blower box kit saline contamination. The pca, reusable pollen filter, ui bezel plus, inlet outlet seal and blower were replaced to address the issue. The device passed all testing.